Manufacturer narrative:
Result: cracked siderail panels.

Event description:
It was reported by service report that the right head-end side rail panel was cracked. The customer could not determine if a pt was involved or adverse consequence to report.